Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04027. The pt received her scs system including two leads (with different lot numbers) on (B)(6) 2011. It was reported the pt's stimulation had stopped on the left side. In addition, it was reported the pt felt a popping sensation in the left side of her neck prior to the stimulation change. X-ray did not reveal any anomalies. One contact on the lead had high impedance. F/u determined the impedance had improved significantly without intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.